Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one used sample was provided to our quality team for investigation. Functional testing was performed and a tear in the tubing, consistent with needle tip damage, was observed. A device history review was performed for reported lot 3025561, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. A vision system is used to detect damage to the device, no issues were found during manufacturing for the reported lot. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. It is likely the tear occurred during the insertion of the device. Complaints received for this product and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Rcc received a complaint via email. Email(s) attached 29 yo fe g3/p0 being prepped for c-section: rn inserting IV catheter when noted tip split around stylus. Patient required 2nd insertion/puncture.

Event description:
It was reported that while inserting bd insyte¿ autoguard¿ shielded IV catheter tip split around stylus. The following was received by the initial reporter: rn inserting IV catheter when noted tip split around stylus.

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [2700490000-2023-8005]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.